Manufacturer narrative:
Additional data: b7, d9. The device was returned. The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned parts included both upper and lower trays with the original case. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. The results were summarized, and the pictures were attached. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - visible discoloration. General cleanliness - the returned device appeared to have debris and foreign particles. Root cause description: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 7.0 (silent nite sleep appliance instructions for use) provides warning in "precautions" section: · do not soak the device in mouthwash, denture cleanser, hot water (> 50 °c) or alcohol. · do not wash the device with soap, toothpaste, or mouthwash. · do not dry the device with a blow dryer. · do not store in direct sunlight." Per the reported information, the patient has an allergy to nickel. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient had an allergic reaction. They had swelling in their cheeks. They have had the appliance for over a month and still want to use the device. The device was delivered to the patient and was first used on (B)(6) 2025. The patient called the office approx. 2 weeks after use and stated that their cheeks were swollen and red. Explained to the patient that this could be caused by rubbing from the propulsion mechanism, and they then corrected me, stating that they had visited their physician, who informed them that this was likely an allergic reaction. They then stated they are not allergic to nickel. No adverse outcome other than discomfort until they quit using the device. They did see their physician, and they told them to quit wearing the device, and if the swelling and redness went away, that this was not a good device to use. They state that they thought they might have a nickel allergy from previous jewelry, but this confirmed the allergy. The patient reported the issue at the end of (B)(6) 2025, and they quit wearing the device as soon as the doctor told them to stop, so three weeks to one month from the time delivered. The device was rinsed with warm soapy water; a toothbrush was used to clear debris and kept in an open container dry by the patient. The patient was mailed a label and asked to mail the device back to the lab. The patient sent an email on (B)(6) 2025, stating they have difficulty leaving their home. They have other health problems, and it is hard for them to leave their house because of these problems. They must stay close to the bathroom facilities.